Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: this file is related to (B)(4) (3001845648-2021-00158) which deals with the user error of the original device placed in the procedure the device of rpn, spsof-5-12 of unknown lot involved in this complaint has not been returned for evaluation. With the information provided, a document-based investigation was conducted. It was confirmed that the wireguide mentioned in the complaint was the incorrect size. Wireguide used: visiglide 2 guidewire - outer diameter 0.025in document review including IFU review: prior to distribution spsof-5-12 are subjected to a 100% visual inspection to ensure device integrity. As per instructions for use, ifu0055-4, ¿notes¿ section: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ root cause review: a definitive root cause could be attributed to the user not reading/following the IFU and using a smaller than recommended wire guide with the device. The product label indicates that a 0.035¿ wire guide should be used with the device. From the information provided it is known that a 0.025¿ wire guide was used with the device. Summary: complaint is based on customer testimony.. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
(B)(4) - stent. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Incorrect size wire guide (0.025 inch) used for the replacement device relating to (B)(4). Did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No please indicate where the device was stored prior to use. In the ercp room in (B)(6) medical center. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* visiglide 2 guidewire - outer diameter 0.025in / length 450cm / tip shape angled / first use 2. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. They performed est 3. Was the wire guide inspected for damage prior to use?* yes, it was. 4. Was the device at the centre of the complaint inspected for damage prior to use? Yes, it was. 5. Did the patient involved exhibit altered anatomy or tortuous anatomy? No if not with the device in question, how was the procedure finished?* they were able to complete the procedure after using another spsof.(lot number and rpn unknown) for complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? Yes 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf260v 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? They are checking regularly endoscope by olympus company. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Pancreatic duct 5. Was resistance encountered when advancing the wire guide to the target location?* yes, it was. 6. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. They used hurricane balloon 4mm for dilation of pancreatic stricture. 7. Was resistance encountered when advancing the introduction system in place to the target location?* yes, it was. 8. Was resistance encountered when advancing the stent through the obstructed area?* n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. Yes, it was. Spsof could not pass through the stricture in pancreatic duct. 9. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Unknown 10. Did any section of the device detach inside the endoscope or patient? No 11. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). Unknown 12. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Unknown 13. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary. Unknown